Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm after completing the load sequence. Customer's blood glucose was 119 mg/dl. Customer reverted to manual injections for insulin therapy.